Manufacturer narrative:
(B)(4). The handpiece was received with the coating material of the housing flaking off. The loose particles on the surface are aluminum oxide from the base material. This issue does not affect handpiece performance. The handpiece was connected to a generator, evaluated with a test instrument and was found to be non-functional. No communication issues were observed at any time during testing. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It has been reported that during an unknown procedure the handpiece is not recognized by the generator. No harm to the patient. Another device was used to complete the procedure.